Manufacturer narrative:
The reported issue that the display board is being replaced due to the recall for dim segments could not be confirmed; no product or device logs were returned to customer advocacy (cad) for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd is currently investigating the dim segment issue with CAPA pr (B)(4) the alaris pump module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported the display board is being replaced due to the recall. There was no patient involvement.